Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced bladder perforation at the time of mesh insertion. The perforation was recognized and managed by re-siting the mesh. No long term issues have been reported. No additional information is available.

Manufacturer narrative:
This medwatch report is being voided as there has been no report of medical/surgical intervention to prevent permanent impairment or damage. As a result, this even does not meet the criteria of a serious injury. Should additional information be provided, the file will be updated accordingly.